Manufacturer narrative:
(B)(4). Igtcfs-65-1-jug-celect-pt. Summary of investigation findings: no imaging provided and consequently the exact reason for the reported unsuccessful retrieval attempts cannot be determined and it is not possible comment on reported pain/discomfort during first retrieval attempt and the hook embedment in caval wall, which was noted during second retrieval attempt. Also, it is difficult to comment on the filter still in the patient, when "several of the secondary struts were pulled above the hook and twisted against each other and one primary leg was also bent during the attempted retrieval." Filter retrieval is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. Cook medical will continue to monitor for similar reports.

Event description:
Description according to complainant: the first retrieval procedure was scheduled because the patient's condition had resolved. During the first attempt, the patient complained of pain/discomfort and the physician decided to reschedule the procedure and use general anesthesia. During this second removal attempt, the cook retrieval device was not used. Some cook sheaths were used in conjunction with competitive products. It was determined that the hook of the ivc filter was in the caval wall. It had not penetrated or perforated, it had endothelialized. The filter could not be removed during this procedure. The physician employed various difficult removal techniques. Several of the secondary struts were pulled above the hook and twisted against each other. One primary leg was also bent during the attempted retrieval. The patient will either undergo an open procedure for removal or be referred to another physician that might be able to retrieve it. Patient outcome: the device remains inside the patient. The patient will either undergo an open procedure for removal or be referred to another physician that might be able to retrieve it.